Event description:
Information was received indicating that a cadd-solis vip, mdl 2120, pump was unavailable due to during yearly maintenance it was noted the seal had an air bubble, the seal was replaced ,the device then failed calibration and was sent for certification. It was reported the end user was unable to get chemotherapy for several hours.no adverse patient effects were reported.